Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. The customer was provided a quote for service, however no further information is available as the customer has declined any additional service. The device remains at the customer site. No further action is required at this time. Based on the information available the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No repair activity was performed by philips, the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.